Manufacturer narrative:
Zoll medical corporation evaluated the device, and the customer report was not replicated or confirmed. The device was put through extensive testing which included full functional testing without duplicating the malfunction. Internal visual inspection of the device observed cosmetic damage to the power interface module consistent with loose hardware, but we were unable to confirm the customer issue. The power interface module was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's display blanked out. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.